Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was up to 550mg/dl. The customer reported that on (B)(6) 2017 they had experienced high blood glucose levels of 361mg/dl, 564mg/dl, 450mg/dl, 461mg/dl, 390mg/dl, 318mg/dl, and 228mg/dl. The customer treated high blood glucose with the insulin pump. The customer's current blood glucose was 367 mg/dl. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.